Event description:
The facility's biomedical technician reported an infusion pump with failure code 6, found during biomed testing. The hospital representative stated they have no record of any patient incident involing the pump since the last baxter service event. No additional information was provided.